Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that several days prior to the report a patient had bent over to pick up a towel and his implantable neurostimulator (ins) had shut itself off. The patient had since charged his ins and had not been able to get the stimulation turned back on. When he woke up the morning of the report his ins was fully charged but when he tried to turn the stimulation on the medtronic screen flashed and then he saw screen telling him to charge his ins. Seeing a screen "with a doctor's face" was also reported. Seeing the sync screen then medtronic splash screen then poor communication screen was also mentioned. When the patient tried to turn the stimulation on with his recharger he saw the screen telling him to recharge his ins. A 3 hour charging session with all 8 coupling bars but no improvement in ins battery level was also reported. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.